Event description:
Customer detected incorrect results on an ft4 assay and called biomereieux for servicing. The pump was replaced by field service. Further analysis of the pump indicated that one of the channels in the pump was clogged.